Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause could not be determined at this time. Additional: a batch review has been performed and there were no nonconformances associated with the manufacture of this device. A trend review has been performed and there were similar reports made to baxter for the reported condition. Baxter will continue to investigation similar trends.

Event description:
The facility representative contacted baxter (B)(4) to report an infusor in which there was a leak discovered. There was a breach of the sterile fluid pathway. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.